Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00656. It was reported the patient has not received effective stimulation since the implant date despite multiple reprogramming sessions. The patient's system was explanted, date unknown.